Event description:
It was reported that the right ventricular lead exhibited noise. No intervention was performed. The condition of the patient is unknown.

Event description:
Additional information received noted that the lead noise resulted in oversensing. Fracture was suspected but not confirmed. The lead was capped and replaced on (B)(6)2024. The patient was stable and asymptomatic.